Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a non specific product performance allegation. A new rv lead was implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).